Manufacturer narrative:
(B)(4). The first rx xience v 3.5 x 28 stent referenced is being filed under a separate manufacturer report number. (B)(4) - against resistance. Evaluation summary: it could not be confirmed that the correct device was returned for evaluation. The shaft separation was not confirmed and the failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the heavily tortuous, moderately calcified right coronary artery, pre-dilatation was performed and an attempt was made to advance a 3.5x28 rx xience v stent delivery system. Resistance was felt due to the anatomy and force was applied ("jack hammering"). Multiple attempts were made to advance the stent system and ultimately the shaft separated. The device was manually withdrawn from the anatomy. Another 3.5x28 rx xience v stent delivery system was advanced and the same occurred. After withdrawal of the stent system, a xience prime stent delivery system was advanced successfully and the stent was deployed at the target site. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the shafts for both devices are not separated. Additional reported information indicates that the reported information was accurate; however, it cannot be confirmed if the correct devices were returned.